Manufacturer narrative:
Returned to the manufacturer for evaluation was a single titanium port with attached locking mechanism and catheter segment. No manufacturing variances observed related to this event in the device history record search. The complaint, "came apart from catheter", was confirmed. The locking mechanism was loose when attached to the catheter/port assembly. However, all the parts were in specification per the quality control inspection records. Cause of complaint could not be determined.

Event description:
Rep called for hospital and said that the locking device failed when placing it into the pt, it came apart from the catheter.